Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported via regulatory agency left side ¿fluid around the breast", ¿severe pain", "burning", and "tightening on their left breast¿. Patient also reported via regulatory agency "pneumothorax, couldn't breath, constant cough¿, ¿severe muscle pain, nerve pain, joints¿, "memory loss, bad odor through their nose, heart palpitations, vertigo, ear ringing, cough¿, "recurrent sinus infection" and "difficulty breathing"; these events are not device related. Device remains implanted.